Event description:
Correction: during the analysis of the log file, there were slightly elevated flows and low average pulsatility index readings.

Manufacturer narrative:
Section b5: correction. Section d4 and h4: additional information. Manufacturer's investigation conclusion: a direct correlation between the reported event and heartmate ii lvas, serial number (B)(6) could not conclusively be determined through this evaluation. Additionally, the submitted log file appeared to show the pump operating as intended. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The hmii lvas IFU lists hemolysis as an adverse event that may be associated with the use of heartmate ii left ventricular assist system and provides details regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device 8 years 2 months (the age is calculated from the date of implant to the event date.) The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that patient with elevated lactate dehydrogenase (ldh) in setting of low international normalized ratio (inr). The log file was sent for review. During analysis of the log file, there were slightly elevated flows and low average pulmonary index readings. The trend presented was typically not suspected for pump thrombus. Patient was admitted for heparin drip. Ldh levels normalized since admission, and inr is therapeutic. Thrombus was not confirmed. Patient had no symptoms. Patient was discharged from the hospital, and was doing well.